Event description:
It was reported that during an elective pump replacement procedure for pump end of service (eos) date, the healthcare provider (hcp) encountered difficulty aspirating the catheter. The pump was being replaced on (B)(6) 2013 as eos was (B)(6) 2013, and upon disconnecting the catheter, the hcp was able to aspirate the catheter, but aspiration was "really slow." The hcp then elected to replace the catheter connector, but when the new connector was connected, the hcp was unable to aspirate from the catheter at all, and no free forming drips were seen. The hcp then elected to replace the entire catheter. Following the pump and catheter replacement, due to the questions as to whether or not the first catheter was "fully patent", the patient was kept in the hospital overnight for monitoring, and the dose was decreased from 525mcg/day to 250mcg/day. The pump was used to deliver lioresal. It was later reported that the pump elective replacement indicator (eri) was at 11 months at the time of elective replacement. The event with the catheter was described as "poor cerebrospinal fluid (csf) flow intra-op" and difficulty with aspiration. The patient injury was reported as "incisions." The reporter noted the patient outcome as recovered without sequelae "from o.r. (Operating room)."

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found slightly deformed shapes of twisting. The shapes were not likely significant enough to cause occlusion. There was no occlusion noticed during testing.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
Additional information received reported that the aspiration issue was first discovered when the patient was in for replacement, and the hcp wanted the pump primed on back table. The hcp used the connectorto prime it first, and at that time could not aspirate, thus decided to replace the entire catheter as previously reported. The new connector which was initially connected and had the aspiration issue was not used in the patient/was never implanted.

Manufacturer narrative:
Concomitant products: product added: catheter kit revision segment, product ID 8578, serial# unknown, product type accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.